Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device was not returned for evaluation. However, based on the results of the investigation it¿s likely the image was not displayed due to the provation/dell pc system customer used. The image failure was resolved upon using a different s-video cable. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support ,spoke to the customer to troubleshoot the device. The customer had a non-olympus video cable which had 25 pins on one side that was attached to a provation pc. The other end had a y/c connector and composite connector. The customer attempted both types of signals. However, the image was not obtained. Tac instructed the customer to use a different s-video cable and routed it to an oev-262h. The customer was able to view the s-video or y/c signal from the cv-190 as normal. Tac concluded, that the issue was with the provation/dell pc system. The investigation is ongoing. Therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported, the evis exera iii video system center was unable to display image on a provation pc. There was no patient harm or user injury reported, due to the event.